Event description:
Acuvue oasys biweekly by johnson & johnson vision care, inc. Are blurry with first use. These are supposed to last two weeks and they don't even last 24 hours. I have noticed this with the new teal packaging.